Event description:
It was reported that balloon rupture occurred. A 3.25mm x 30mm nc emerge balloon catheter was advanced for dilation. However, during inflation at 14 atmospheres, the balloon ruptured. The procedure was completed. There were no patient complications reported.

Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided.

Manufacturer narrative:
B3 date of event: used the first date of the month of the aware date as no event date was provided. Device evaluated by MFR. : returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was contrast in the inflation lumen and the balloon was tightly folded. At 69mm from the tip of the device, the guidewire lumen was buckled with a length of 1mm. The buckle contained a prolapse of the lumen and a puncture hole consistent with an interaction of a guidewire. Product analysis could not confirm reported burst. Analysis shows the guidewire lumen was buckled and punctured which is consistent with an interaction with a guidewire during procedural use.

Event description:
It was reported that balloon rupture occurred. A 3.25mm x 30mm nc emerge balloon catheter was advanced for dilation. However, during inflation at 14 atmospheres, the balloon ruptured. The procedure was completed. There were no patient complications reported.